Manufacturer narrative:
A field service engineer was dispatched on 10/09/2015. The fse replaced the z axis assembly, read adjusted/realigned needle to sample cup and tube bottom and calibrated (within range). The fse also checked the precision which was also within specification. The fse reported the customer was able to resume operations. There was no further action required by fse. The g7 analyzer was functioning as intended and errors cleared. The most probable cause of the reported event was a fault or failure of the sampling system the z axis assembly. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported z axis error continues with the g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.